Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699. Analysis: software registration function failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the trace points were showing deep in the 3d model after initialization was complete. They would pass registration with an error metric of 1.5 but would be inaccurate by 10mm. Non-invasive patient tracker was placed in the center of the forehead, about a finger about the brow bone. The flat emitter was being used. There was less than an hour delay to the procedure and no impact on the patient¿s outcome.